Manufacturer narrative:
UDI: (B)(4). The manufacturing location was unknown. The serial number was unknown; therefore, the device manufacture date was unknown. The reporter's full name and complete address were not provided. Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device serial number was documented as unknown in the initial report and has been updated to (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to august 23, 2012. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - cable/cord/wiring, handpiece was getting hot, hand control was without function, control and motor were defective, liquid gas damage. It was also noted that the device failed pre-test for safety, loctite, cable assessment, cutter lock assessment, motor thermistor assessment, handpiece temperature, hand control and noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.